Event description:
During a remote follow-up, episodes of far-field r-wave oversensing and noise were observed on the right atrial (ra) lead. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.